Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by a field clinical specialist, approximately 3 years 7 months following a transfemoral aortic valve replacement with a 23mm sapien 3 ultra valve, the patient was seen by the implanters for calcification on one of the leaflets, which was restricting flow. Per the medical record, the patient underwent a transesophageal echocardiogram (tee) with findings of heavy calcium build up and a high gradient. Due to the patient's ongoing shortness of breath and pulmonary edema, cardiology team recommended a cardiology consult for repeat valve procedure vs savr. The patient's echo showed significant changes in her tavi valve followed by tee, which showed restricted motion of valve leaflets and increased pressures.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported ise anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). In this case, calcification-related structural valve degradation was confirmed based on provided medical records. Available information suggests patient factors (end stage renal disease, diabetes, hyperlipidemia) likely contributed to the event as patient medical history of end stage renal disease on dialysis, diabetes, and hyperlipidemia was reported in the medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.